Event description:
The remote monitor was returned because it was reported that it did not complete the telemetry phase of the remote transmission, and it subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found an integrated circuit component to be defective.